Event description:
It was reported that during an laparoscopic assisted distal gastrectomy procedure, the white pad of the blade was melted quickly. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.